Event description:
During evaluation of the sample, it was noted that the minicap had insufficient iodine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 23 of 42.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13g04h15 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was returned and evaluated. A visual inspection was performed and it was observed that the sample had excessive creasing in the packaging. It was observed that the air was evacuated from the pouch. An underwater leak test was performed with no issues noted. The sample weight was determined to have less than the minimum required amount of iodine. It was observed that pin holes were found in the foil later of the pouch but were not present in the other layers of material. The reported problem was confirmed but the cause could not be determined. A CAPA was referenced for this issue. Should additional relevant information become available, a supplemental report will be submitted